Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include:   brand name surescan; product ID 978a128 (lot: va2dfe5); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that over a year ago the patient's doctor turned their interstim off because it was not working for them; it was overworking their toes and their feet would move on their own. The patient stated they had several falls and it was working "too good" on their leg muscles instead of their intrathecal muscles. The patient stated there was one wire that was short circuiting somewhere and they just could not isolate it. The patient reported it gave them three weeks of normalcy that they had never had since they were born but then it stopped working. The patient was now in need of an MRI but they needed to charge their ins and they lost the charging cable for the dock. A replacement charging cable and adapter were requested to be sent out. The patient also asked about getting in touch with field staff to come to the MRI facility and the patient was advised the healthcare provider (hcp) would need to page a manufacturer representative (rep) to ask if they could assist. The contact information for the national answering service (nas) and MRI mode instructions were emailed to the patient.